Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 3.0 x 15 mm xience xpedition stent in the mid left anterior descending artery. On (B)(6) 2015, the patient began experiencing recurrent episodes of chest pain. The patient's angina was treated with medications; however, the symptoms worsened. The patient elected to undergo coronary angiography and, on (B)(6) 2015, the patient was re-hospitalized. Coronary angiography noted an area of stenosis, proximal to the target lesion and within 5 mm of the implanted 3.0 x 15 mm xience xpedition. A revascularization procedure was performed, with angioplasty and additional stenting. No additional information was provided.